Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. It was unable to perform the displacement test due to motor error alarm. Device had scratched display window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. She disconnected, did the rewind and received another motor error alarm. Blood glucose value was 447 mg/dl; had not treated yet. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.